Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set detachment issue event on 24-feb-2026. The infusion set adhesive patch and cannula housing detached from the spring prior to insertion during tubing unwinding. The issue occurred with two infusion sets. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.

Manufacturer narrative:
Initial and final MDR-2581138- device 1 of 2.